Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.

Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) laboratories regarding poor tissue processing resulting in over-processed tissue from two (2) protocols which commenced and completed on (B)(6) 2010, using peloris tissue processor serial number (B)(4).